Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the patient) alleging that the pump had an intermittent power issue. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an intermittent power issue. There is no evidence that the device contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no power issues were observed in the black box. No damage was observed to the battery compartment or cap. The pump powered on normally. The pump was exercised for 24 hours without any issues. The battery cap was tested and no contact defects were found. The pump was opened and moisture damage was found on the pcb. Unrelated to the complaint, the bolus button was missing from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).